Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, adjust belt messages, connector stuck) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure and the white pulse wire was cut. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor case was damaged, connector stuck and was receiving adjust belt messages.